Event description:
The rep reported the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the atw35 cut but did not staple. The case was converted to an open procedure to control bleeding. Pt is doing fine. 6/22/98 surgeon feels the stapler cut but did not staple. He was unsure whether there were staples unformed or no staples at all.